Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A pre- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. The patient reported receiving a pressure leak alarm during step 1 of setup and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. There was a pressure leak alarm during step 1 of setup for the patient¿s treatment and the treatment was cancelled. The patient¿s contact stated that they reset up the cycler and restarted treatment. The patient¿s contact stated that the patient was able to get through treatment but stated that when they finished the treatment, they opened the cassette door and fluid was pouring out. The patient¿s contact is not sure when the fluid leak occurred but stated that it was during the patient¿s pd therapy. The patient¿s contact confirmed that there was nothing wrong with any of the delflex bags. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location. The patient reported receiving a pressure leak alarm during step 1 of setup and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed the reported event. There was a pressure leak alarm during step 1 of setup for the patient¿s treatment and the treatment was cancelled. The patient¿s contact stated that they reset up the cycler and restarted treatment. The patient¿s contact stated that the patient was able to get through treatment but stated that when they finished the treatment, they opened the cassette door and fluid was pouring out. The patient¿s contact is not sure when the fluid leak occurred but stated that it was during the patient¿s pd therapy. The patient¿s contact confirmed that there was nothing wrong with any of the delflex bags. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.